Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal therapy. Drug information on the medication being delivered by the system was unknown. The indications for use were non-malignant pain and chronic low back pain. The device was removed in (B)(6) 2012 due to being infected at implantation. The infection would not clear up. There was no longer a device present. Additional symptoms, diagnostics performed, the outcome, and clarification on the issue were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.